Manufacturer narrative:
Lead information has been requested but not yet received. Additional devices may be added at a later date based on available information. Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-05664. It was reported the patient began experiencing discomfort at the ipg site in early (B)(6) 2019. To address the issue, the physician re-sutured at the lead site on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2019-05665.

Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-05665. Follow up information identified the issue of discomfort is no longer a concern.